Manufacturer narrative:
(B)(4). The reported device, used in treatment, was received for evaluation. There was a relationship found between the returned device and the reported incident. An analysis of the customer provided image revealed that the anchor was partially detached from the inserter. The suture was not shown. A visual inspection revealed that the anchor had been partially deployed from the device. The anchor had broken at the proximal end, but all broken pieces were still contained on the inserter. The inserter tines were severely bent and broken. There was minimal debris. Based on the condition of the product material found during visual inspection it was determined that additional material testing is not required. A review of the device records showed there were no indications to suggest that the product did not meet manufacturing specification or would not be able to perform as intended. A complaint history review concluded this was a repeat issue. A review of risk management files found that the reported failure was documented appropriately. The instructions for use were reviewed and found to include conditions of off label use and technique specifics, as well as precautions and warnings related to the use of the device. A review of the material found that the storage protocols, material specifications, and material tests were appropriately documented. A material certificate of analysis was required for the raw material. The complaint was confirmed. Factors that could have contributed to the reported event include off-axis insertion, excessive force or excessive torque, or improper preparation of the insertion site.

Event description:
It was reported that, during a shoulder rotator cuff surgery, the twinfix ultra 4.5mm anchor was broke. The procedure was completed with a backup device with no delay nor patient injury. It is unknown if the device was inside the patient at the time of the event.